Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H6: customer quality investigation: the instrument(s) was not returned, and the investigation will be completed based on the received image(s). The image(s) was reviewed, and the complaint condition(s) of broken fragments was confirmed as the image(s) provided showed fragments left in the patient. As the instrument(s) was not returned, an as received, dimensional, material, or drawing reviews are not applicable. The root cause of the reamer head breakage can be confirmed due to deviating from the recommended surgical approach of 10°. A manufacturing record evaluation was performed and no issues were noted. Conclusion: there is no indication that a design or manufacturing issue contributed to the complaint as the circumstances during the time of the event are unknown. No new malfunctions were observed during this investigation (based on the images) that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. The complaint condition can be confirmed during photo investigation. Due to the trend with the broken ria 2 reamer heads identified during post market surveillance, relevant actions have been taken to address the issue. No new malfunctions were observed during this investigation (based on the images) that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # ==> (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: h3, h6: investigation summary customer quality investigation: the instrument(s) was not returned, and the investigation will be completed based on the supplied image(s) located in pc's attachments section received through mar 01, 2021.the image(s) was reviewed, and the complaint condition(s) of broken fragments was confirmed as the image(s) provided showed fragments left in the patient. As the instrument(s) was not returned and as received, dimensional, material or drawing reviews are not applicable. A manufacturing record evaluation was performed and no issues were noted. Conclusion: there is no indication that a design or manufacturing issue contributed to the complaint as the circumstances during the time of the event are unknown. No new malfunctions were observed during this investigation (based on the images) that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device history lot part # 03.404.022s synthes lot # 46p3577 supplier lot #n/a supplier batch #6911015 release to warehouse date: mar 18, 2020 expiration date: feb 28, 2030 supplier: jabil-monument no ncr's were generated during production. Device history review review of the device history record showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional device product codes: hrx. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a synthes employee. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. FDA correction/ removal reporting no. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, the 13.0mm reamer head for the ria2 head, shaft portion broke inside a patient's femur. The procedure was for a competitors bilateral nail removal, and ria 2 grafting was incorporated. The head was over a ball tip and came out, but fragments were left inside the femur. X-rays were taken and the fragments remained in the patient. There was a two (2) to three( 3) minute of surgical delay. The procedure successfully completed. Patient consequences are unknown. This report involves one (1) 13.0mm reamer head for ria 2 sterile. This is report 1 of 1 for (B)(4).